Event description:
Boston scientific received information that this right atrial (ra) lead was found to have dislodged during a procedure to loosen the setscrew of the pacemaker and mobilize the device in the pocket. Additional information received indicating that this ra lead was explanted and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.